Event description:
Related manufacturer reference number: 3006705815-2021-06582: it was reported patient¿s leads had migrated and were exhibiting high impedances. As well. As such surgical intervention took place wherein the both the leads were explanted and replaced with one lead. Reportedly effective therapy was restored.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.